Manufacturer narrative:
Concomitant products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3093-33, lot# v048775, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported the development of a cyst in the middle lower back 2-3 years ago. The cysts broke open in (B)(6) 2015 and had not healed since. A CT scan showed a lead was too close to the spinal column and needed to be removed. There was an infection at the area of the lead. Actions and patient outcome remain unknown. Follow up is being conducted to obtain information. The patient had not used her stimulation in 6 months as her interstitial cystitis was in remission. The patient was indicated for urinary dysfunction.